Event description:
The patient had pain due to a nickel allergy. At about 2 years post primary the surgeon revised all components to sensitin components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 july 2024 lot 2114768: (B)(4) items manufactured and released on 14-feb-2022. Expiration date: 2027-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: batch review (performed on 31 july 2024) for gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot 2116091: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2027-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.